Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lobectomy. According to the reporter: the customer stated that the reload failed to be opened after stapling and cutting. Surgery time did not extend by more than 30mins due to the product problem. The patient is in good condition now and blood loss of 500cc or more due to the product problem. No reinforcement material used in conjunction with the stapling device. The reload was unable to remove from the tissue after the cutting was finished. Reload was removed by cutting off the tissue.